Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not deploying correctly, scissoring and then falling off the cystic duct. The clips were retrieved from the patient. There was no tissue damage caused by the scirrored clip. Another device was used to complete the case with no patient consequence. No further information available about the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.